Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. Additionally, there were automatic mode switch (ams) episodes and pacing inhibition from noise over-sensing on the right atrial (ra) lead. Both lv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.